Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4) omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and the endoscope due to unstable electric contact of the video connector of the subject device because the electrical contacts of the video connector socket were corroded. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the reprocessing. At the incoming the inspection for the repair, the service department of olympus (B)(4) checked the subject device. It could not be duplicated the reported error b30, but the error e216 which indicated there was the communication problem between the subject device and the endoscope was displayed. It was also found the image of the subject device was intermittent which might be occurred due to the corrosion of the electrical contacts of the video connector socket. There was no patient injury associated with this report.